Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: mitral regurgitation and in-hospital outcomes of percutaneous left atrial appendage closure. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mitral regurgitation and in-hospital outcomes of percutaneous left atrial appendage closure", was reviewed. This research article is a retrospective multicenter experience to evaluate the prevalence of mitral regurgitation (mr) among patients undergoing percutaneous left atrial appendage closure (laac) and its effect on in-hospital outcomes. The devices included in this article were watchman flx and amplatzer amulet. The article concluded that among patients undergoing percutaneous laac, mr was independently associated with higher rates of acute kidney injury (aki) but with increased rates of major complications, cardiac complications, periprocedural stroke or in-hospital mortality, all of which remained low. [The primary and corresponding author was gilad margolis, division of cardiovascular medicine, hillel yaffe medical center, the ruth and bruce rappaport faculty of medicine, technion, haifa, israel, with corresponding e-mail: giladm@hymc.gov.il.] This study included patients over the age of 18 years who underwent percutaneous laac from 01 january 2016 to 31 december 2024. A total of 7325 patients were included in the study, of which an unknown amount received an abbott device. The average age was 77.4 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, cognitive heart failure, renal disease, anemia, chronic pulmonary disease, ischemic heart disease, and ischemic cardiomyopathy.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, cognitive heart failure, renal disease, anemia, chronic pulmonary disease, ischemic heart disease, and ischemic cardiomyopathy. Complications reported included device migration, patient device interaction problem (residual shunt, thrombus), pericardial effusion, stroke, myocardial infarction, cardiac arrest, thrombus, renal failure, cardiac tamponade, dyspnea, aneurysm, pericarditis, death, unexpected medical intervention (pericardiocentesis), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: mitral regurgitation and in-hospital outcomes of percutaneous left atrial appendage closure b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mitral regurgitation and in-hospital outcomes of percutaneous left atrial appendage closure", was reviewed. This research article is a retrospective multicenter experience to evaluate the prevalence of mitral regurgitation (mr) among patients undergoing percutaneous left atrial appendage closure (laac) and its effect on in-hospital outcomes. The devices included in this article were watchman flx and amplatzer amulet. The article concluded that among patients undergoing percutaneous laac, mr was independently associated with higher rates of acute kidney injury (aki) but with increased rates of major complications, cardiac complications, periprocedural stroke or in-hospital mortality, all of which remained low. [The primary and corresponding author was gilad margolis, division of cardiovascular medicine, hillel yaffe medical center, the ruth and bruce rappaport faculty of medicine, technion, haifa, israel, with corresponding e-mail: giladm@hymc.gov.il.] This study included patients over the age of 18 years who underwent percutaneous laac from 01 january 2016 to 31 december 2024. A total of 7325 patients were included in the study, of which an unknown amount received an abbott device. The average age was 77.4 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, cognitive heart failure, renal disease, anemia, chronic pulmonary disease, ischemic heart disease, and ischemic cardiomyopathy.